Event description:
It was reported that a user experienced failure to receive glucose readings from a dexcom g7 continuous glucose monitor (cgm) while attempting to pair with the ilet bionic pancreas, consistent with pairing failure and data transmission failure between the continuous glucose monitor and the pump. No adverse clinical symptoms were reported. Outcomes the need for troubleshooting without medical intervention or care escalation. User support included troubleshooting and education, including toggling sensor setting and re-entering the pairing code, with instructions to monitor for data acquisition over a defined period. Investigation of this case revealed a communication or configuration issue during cgm pairing, with no evidence of sensor damage or pump malfunction identified through remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup error or transient connectivity fault.